Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in a follow-up call on 19-sep-2023 to ensure that the initial concern was resolved - able to establish contact with customer who stated is comfortable with the glucose readings from the product. Customer stated he knew why the meter read hi was that he took the wrong insulin.

Event description:
Consumer reported complaint for error message (e-5). During the call, a blood test was performed by the customer and produced test result of hi using true metrix meter (fasting/non-fasting was not disclosed). The customer¿s expected blood glucose test result range was not disclosed. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 02/24/2025 and open vial date is 09/08/2023. Customer is aware why his blood sugar is high, he advised he took the wrong insulin.